Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for (B)(6) system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the signature system at the customer location and confirmed the reported issue. Fss replaced (B)(4) printed circuit board assembly (pcba), which resolved the issue. Fss performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the (B)(6) system. When the customer restarted the unit, it recovered. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Device manufacture date: in the initial MDR report, the date ''5/7/2015'' was listed, which was incorrect. The correct device manufacture date is ''5/27/2015''. All pertinent information available to abbott medical optics has been submitted.